Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an occlusion of the superficial femoral artery. Dilatation was performed with a 5x120mm armada 35 balloon then a 5.0x120mm supera self-expanding stent system was advanced using a 6f sheath (55cm). At the end of the stent release, the release lock was opened but the stent delivery sheath could not be separated from the stent. The sheath was withdrawn after several attempts of moving the conveying sheath back and forth. The back and forth motion of the delivery catheter caused the unspecified guidewire to separate. The separated wire was visible via radiography as it hung on the side wall of the stent. The supera stent remains implanted in the target lesion at a little bit longer than nominal. A 6x40mm absolute stent was implanted to cover the wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment difficulty, difficulty removing and stent stretching could not be confirmed or replicated due to the condition of the returned device, as the stent was already fully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. An abbott vascular medical affairs expert reviewed the details of the case and the angiographic image provided. The provided media for this event consists of only one static image. In the image a guidewire can be seen coming from the sidewall of the stent as described in the complaint description. Without additional media a malfunction of the abbott device (supera, 5.0x120mm) cannot be determined. Without additional media a probable cause cannot be determined. The investigation determined it was unable to determine a cause for the reported deployment difficulty resulting in difficulty removing and stent stretching. It may be possible that the distal sheath of the delivery system was entrapped or bent within the anatomy preventing the ratchet ears from engaging the proximal segment of stent during the final deployment stroke; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.